Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined, but there was possibility that this phenomenon was attributed to the water ingress due to the deterioration of the o-ring inside the subject device by the user's insufficient rinsing while the reprocessing. Olympus stated the appropriate reprocessing in the instruction manual of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus service operation repair center, it was found that there was the chemical residue on the lens of the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.